Event description:
It was reported that the jp drain had a hole in the tubing. The hole was undetected by nursing, but was found by the surgeon upon removal. The patient had pneumonia that resulted from the jp.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.